Event description:
It has been reported to co that during the procedure the occlusion balloon deflated unexpectedly. The physician inserted the occlusion balloon wire into the pt and inflated the occlusion balloon to 4mm to occlude the vessel. The physician inserted the stent delivery catheter and placed the stent. The physician removed the stent delivery catheter and inserted the aspiration catheter and during aspiration of particulate the occlusion balloon deflated. The physician continued to aspirate the vessel without protection. The pt is reported to be fine.